Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Caller reported back to back heel stick tests, the same meter was used and 3 minutes apart, with results of 20 mg/dl and 21 mg/dl. Caller stated a lab was also drawn at the same time, and the result was <2 mg/dl. Controls did pass within 24 hrs. No adverse event reported. Requested return of the alleged device for evaluation.